Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿two years ago¿ he obtained a result on his onetouch ultra meter that was ¿100mg/dl higher¿ than results obtained on another device, with an unknown time difference between the results. The patient manages his diabetes by self-adjusting his insulin doses and stated that he increased his insulin dose in response to the alleged inaccuracy. The patient reported that an unknown time after the alleged inaccuracy he developed symptoms of ¿shaking and sweating¿ which he associated with ¿hypoglycemia¿ and reported that his wife called the emergency medical services, who took the patient to a clinic where he had his blood glucose tested on a clinic meter. The patient could not specify the results obtained or any treatment received. During troubleshooting the cca noted that the patient could not specify if the meter was set to the correct unit of measure or if the test strips were in date at the time of testing. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.